Event description:
It was reported that the bd q-syte¿ needle-free connector leaked. The following information was provided by the initial reporter, translated from mandarin chinese to english: there is air leak in the tube.

Manufacturer narrative:
Initial reporter phone#: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd q-syte¿ needle-free connector leaked. The following information was provided by the initial reporter, translated from mandarin chinese to english: there is air leak in the tube.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 11-jan-2023. Investigation summary: our quality engineer inspected the 1 sample submitted for evaluation. The reported issues of flow issues - fluid blockage and component damage ¿ leak were not confirmed upon inspection and testing of the sample. Analysis of the sample showed that the sample was incomplete and was missing the q-syte component. The incomplete sample was put through our internal leakage testing and the sample showed no signs of leakage. Since the defects were not confirmed a root cause could not be identified.